Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the lower case and the off switch were worn and the device was sticky. It was noted the wrong battery type was used.

Event description:
It was reported the bottom screen flickered, and the atrial and ventricular sense diodes lighted even after shut down. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.